Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that when the umbilical cable between pleora and mobile view station (mvs) the imaging system is functioning normally. Representative replaced umbilical cable and performed a system checkout. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of surgery that in the boot-up sequence the imaging system would not boot past the third bar indicating a communication issue between mobile view station (mvs) and image acquisition system (ias). There was no patient present at the time of the issue.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.